Event description:
It was reported that customer received a software error alarm. Insulin pump was stored without batteries. No further information provided.

Manufacturer narrative:
Pump received with constant software error alarm due to poor solder joint at u7 on mb/b. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.